Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. The rash was located under the lifevest equipment, the patient's arms, armpits, and back. There was no alleged device malfunction contributing to the irritation. The patient's physician switched the patient's medication. Additionally, the patient's daughter who is a physician's assistant, removed the lifevest for approximately an hour a day and applied a topical steroid to the skin irritation. Follow up indicated that the patient's skin irritation improved.